Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy on the homechoice (hc) device experienced bacterial peritonitis and subsequently passed away due to heart failure and cardiac arrest. The pt was not hospitalized for the peritonitis. On unreported dates, the pt was treated with unspecified antibiotics for three weeks. The cause of the peritonitis was unknown. Subsequently, the pt passed away and at the time of death the peritonitis was not resolved. The cause of death was due to heart failure and cardiac arrest. The pt was not hospitalized prior to death and had restrictive resuscitation measures. Dianeal therapy was ongoing until the time of death. The pt was not connected to the hc at the time of death. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.